Manufacturer narrative:
The lens remains implanted. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of a zxt150 23.5 diopter intraocular lens (iol) at 83 degrees, the physician believes that the axis is not correct. Through follow-up it was learned that the iol was oriented to the proper axis that was pre-operatively calculated. Patient presents with approximately the same amount of astigmatism pre-op and post-op however, the axis has flipped. The post-op auto-keratometry and refractive astigmatism do not match. The physician does not want to perform an iol exchange and will most likely proceed with an iol rotation.

Manufacturer narrative:
Device evaluation the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. The manufacturing record cannot be reviewed since the serial number is unknown. The complaint history was not reviewed since the serial number is unknown. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.